Event description:
Report status: serious injury/medical intervention. Reporting rational: dislodged stent was retrieved with a snare loop. Device issue: stent dislodgement. It was reported that during a case the rx vision stent delivery system (sds) was being advanced through a proximal stent and the stent came off the sds. The stent was successfully retrieved from the pt's anatomy with a snare loop. No additional event or pt information is available.

Manufacturer narrative:
Conclusion: product performance engineering reviewed the incident information; however, the sds was not returned for analysis. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacturer, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The previously implanted stent may have contributed to the stent dislodgement; however, without the device to examine, no determination can be made as to the root cause of the reported dislodged stent in this case.